Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a clip opening while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was advanced to the mitral valve and implanted. A second clip was advanced to the valve and one minute following deployment, the clip was noted to open from completely closed to 60 degrees. Echocardiography image quality was poor and therefore, no additional clips could be implanted. The procedure concluded with mr unchanged at 4. There was no reported clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause of the reported clip opening while locked could not be determined. The reported poor image resolution appears to be related to equipment limitations. The reported unchanged mitral regurgitation (mr) appears to be related to the reported unintended movement. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported minor injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na